Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized with low blood glucose of 31mg/dl. Troubleshooting was performed, and no damage to the drive support cap notes. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. Assisted the customer to run the displacement test and passed. The caller believes that the insulin pump was not recording correctly. The customer did not feel comfortable and requested a replacement. No further information was provided.